Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00881.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photograph and radiograph images were provided and reviewed. The product was not returned.(B)(4).

Event description:
Allegedly, patient experienced implant failure while standing up from a seated position. Average weight and high activity level.